Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that there was a water leak from the vent valve on an mr290 autofeed humidification chamber this was found after one day of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and connected to a water bag to test for the reported leak. Results: upon connection to a water bag, water leaked from the vent of the bag spike on the returned mr290 chamber, confirming the reported fault. Visual inspection revealed that the vent filter was not sealed in one area. A lot check revealed one other complaint of this nature for lot number 120702. Conclusion: the seal of the vent filter was not sealed sufficiently causing the reported leak. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."